Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. Updated field: b5.

Event description:
Olympus further received information that the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the operating pipe was broken at the brazing joint of the operating wire. The operating wire wound around the handle was manufactured by another company. The basket wire was also deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the issue was likely due to various factors such as the size, or hardness or shape of the calculus, and/or a load beyond the resistance strength that was applied to the product during the lithotripsy. As a result, the operating pipe and/or operating wire was broken, and the device could not be retracted. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break, and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. A lithotripter cannot always crush all calculi captured in the basket. The operation of this instrument assumes that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damage shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g., basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Do not use this lithotripter bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotripter. The basket wire etc. May break and part of this lithotripter may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. The operation of the mechanical lithotripter bml-110a-1 assumes that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotripter is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged, and that open surgery may have to take place. If the calculus is too hard, it is possible that the damage shown below (see figures 5.1, 5.2 and 5.3) and other damages may have occurred. In addition, before using the bml-110a-1, thoroughly review its instruction manual and use it as instructed.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during lithotripsy, this single use mechanical lithotriptor ruptured at the proximal end. The device was recovered with the help of emergency lithotripsy. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.